Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification, and 90% stenosis, a 2.5x15 rx voyager dilatation catheter was advanced without resistance and inflated; however, the balloon did not fully inflate on the first inflation at 12 atmospheres for 3 seconds. Reportedly, the 2.5x15 rx voyager dilatation catheter was withdrawn from the patient anatomy without resistance. Outside of the patient anatomy, the balloon was inflated using water when a leakage was observed from a pinhole rupture. The lesion was further dilated with non-abbott dilatation catheter and a non-abbott stent was implanted to successfully treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.